Event description:
Event description guidant received information that the patient with this pacemaker had a fainting episode. Interrogation found that the device was not sensing premature ventricular complexes (pvc's), causing the device to pace after the pvc.